Event description:
This pump was being used to infuse "intralipids for a neonate." Reportedly the pump was set up for a 1cc/hr rate of infusion. Approximately 40 minutes after the infusion was started in rn noticed that approximately 10cc had infused. The pump was discontinued and no treatment was needed for the neonate.